Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead impedance warning was triggered. The device was checked and all parameters were within normal range. The ra lead remains in use. No patient complications have been reported as a result of this event.